Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to performance decrement. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 26, 2024.

Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on june 19, 2024.